Event description:
It was reported that unspecified wearable issue occurred on 09-25-2023 for the transmitter with the serial number (B)(6). Sensor pod was returned for evaluation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. However, data for the transmitter with the serial number (B)(6) was provided for evaluation. The allegation was confirmed as signal loss over one hour was found. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of unspecified wearable issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unspecified wearable issue occurred for the transmitter with the serial number (B)(6). However, data for the transmitter with the serial number (B)(6) was provided for evaluation. The allegation was confirmed as signal loss over one hour was found. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of unspecified wearable issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.